Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02706.

Event description:
The customer reported high blood glucose levels. The blood glucose reading was 600 mg/dl. He stated that nothing happened when he attempted to deliver a bolus. The customer observed condensation inside of the tubing of his insulin pump due to insulin leaking from the reservoir. He requested replacement of his reservoirs and declined troubleshooting until further notice. Nothing further reported.